Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump alarmed no delivery during a bolus. The no delivery alarm was resolved with a complete set change. The bottom of the battery compartment was dark. The insulin pump did not power back on after a battery change. Customer's blood glucose level was not reported. The device was not returned.